Event description:
It was reported that a patient had a break in aseptic technique, further described as patient made mistake (details not provided), during peritoneal dialysis (pd) therapy which caused peritonitis. On the same day, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with vancomycin (1gm loading dose), reflin (250mg), amikacin (125mg) and meropenem (500mg, IV), (routes, frequencies and lots not reported) for the peritonitis. Concomitant therapy was not reported. The outcome of the peritonitis was unknown. Additional information was requested but not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.